Event description:
Consumer reported weight gain one year post implant of a realize band. The consumer reported previously having a lap band, but it was removed due to band slippage. Per the consumer, during the visit with the surgeon on (B)(6) 2010, it was determined that the port had flipped. The patient was stuck several times; they could not gain access to the port for a fill. Consumer reports that she continues to have discomfort at the port site due to the numerous attempts to access the port. The port and band are still implanted. Consumer states she has cancelled the last three appointments with her surgeon due to work schedule. Caller was instructed to follow up after visit with surgeon and plan of care has been established.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis. Port remains implanted.